Event description:
On 01/25/2007, nellcor received a report where it was claimed that the flange on the device broke. The caller reported that the tie holes on the flange broke preventing the tube to be secure to the pt. The caller reported that the pt has heavy body motion which may have contributed to this report. The clinician elected to replace the tube.